Event description:
It was reported that pt first underwent knee arthroplasty in 2000. In 2001, knee was revised with exactech patella and tibial insert components. In 2002, pt's knee was revised a third time because of pain.